Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had no delivery alarm on the insulin pump. Customer stated that this is an ongoing issue with her and she can't use other infusion sets because she is allergic to the cannula. Customer had 2 replacements and a brand new pump. Customer stated within 24 hours the pump starts clogging. Customer's blood glucose was 359 mg/dl yesterday. Customer took the needle out and bolused 3.5 units. Customer stated that it went past 3 units and the alarm went off. Customer takes .7 units as a basal hourly rate. Customer has never had no deliveries. Customer had 3 different pumps and she stated that they all clogged with the infusion sets. Customer stated that one of the sets did not have a needle on it. Customer stated that she has 14 sets to return. Customer's blood glucose was 472 mg/dl at the time. Customer stated that the issues were resolved by set changes or by changing both the reservoir and set change.